Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: difficulty removing foley catheter from a (B)(6) female pt. Surgeon cut the catheter and removed it from the pt. It is reported that the balloon telescoped on itself. The catheter was originally inserted in the operating room. No pt injury reported.